Manufacturer narrative:
The device was returned and the evaluation found that the white foreign material found inside the air/water tube was due to insufficient cleaning. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a white foreign material. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: h3, h4 and h6. Correction on field: h6 component code (cylinder was inadvertently omitted in the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where [no obvious deviations from instructions for use (IFU) were identified/the following deviation from instructions for use (IFU) was confirmed. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was in the device. There was no damage to the area where the foreign material was detected, and it is unknown if there was a deviation from instructions for use (IFU)in reprocessing steps for the locations where foreign material remained. Therefore, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.